Manufacturer narrative:
No additional info was provided. As reported by the user facility, the pt was noted to be a lung transplant pt. No other info was able to be obtained. The incident occurred approx 6 months prior to reporting the incident to hollister.

Event description:
It was reported that a lung transplant pt had an actiflo indwelling bowel catheter system in situ between 5 and 14 days prior to developing rectal bleeding. Per the nurse, a blood transfusion was given and the wound was cauterized. The nurse was not in a position to review the medical charts and no further info could be obtained.